Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experiencing strong pains in the region of the breasts", "breasts were hard, feverish (hot) with much pain and sensitive in the nipples", "an MRI found in the report that patient had bilateral capsular contracture", "discrete lower displacement of the right implant", "presence of implants with radial folds". This record is for right side. The device remains implanted.

Event description:
Additionally, healthcare professional reports left side capsular contracture (baker IV). The device has been explanted.